Manufacturer narrative:
The console components were not returned for analysis; however, it was serviced onsite by a field service engineer. During onsite evaluation, the reported odor could not be duplicated. Visual inspection identified a pit damage on the first relay mirror for the brick 1. The defective relay mirror was replaced, followed by optical alignment across the system and verification of proper power output. Post-repair testing confirmed the system was operating within specifications and ready for clinical use. The malfunction identified could have affected device performance and contributed to the event experienced by the customer. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the pulse hazard analysis was completed and confirmed that the event of device - smoking was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, the console emitted a plastic odor. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, the console emitted a plastic odor. There was no further information provided.